Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The customer reported the unit shuts off when laying on the pillow. The power connection was checked at the top of the pillow, but when the power cord was manipulated, it sparked. The customer was also able to see exposed wire. There were no adverse consequences and the unit will be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.